Manufacturer narrative:
Reporter phone number (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to surgical complications and failure to thrive. The patient was noted to have had multiple surgeries in the month leading up to their heartmate 3 (hm3) implant, including attempted pericardiocentesis on (B)(6) 2022, emergent sternotomy and coronary sinus repair on (B)(6) 2022, due to cardiac tamponade due to a lead extraction perforation, veno-arterial extracorporeal membrane oxygenation (va ECMO) and impella implants on (B)(6) 2022, washout and chest closure on (B)(6) 2022, and direct current cardioversion (dccv) on (B)(6) 2022. The va ECMO was decannulated and their impella and protek duo right ventricular assist device (rvad) were exchanged on (B)(6) 2022. The patient was implanted with a hm3 on (B)(6) 2022 and their impella was explanted at this time. The patient was brought to the or on (B)(6) 2022 for a removal of a clot from the right pleural space as well as pericardial washout and removal of packs. The patient returned to the or on (B)(6) 2022 for a washout due to a malfunction of their protek duo rvad cannula. The patient also returned to the or on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022; on (B)(6) 2022, the patient's chest was washed out and closed, and a debridement and packing of a groin incision was performed. The reason for washouts on (B)(6) 2022 and (B)(6) 2022 were not provided. The patient continued their stay in the hospital until they became hypotensive on (B)(6) 2022 and required an increase in vasopressors. A computerized tomography (CT) scan showed a large amount of pneumatosis. Colorectal surgery was consulted and they advised against a surgery due to a likelihood of an unfavourable outcome. The patient agreed and support was withdrawn. The death was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and no additional follow-up attempts will be performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the hm 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arterial non-central nervous system (cns) thromboembolism, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.